Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) units negative pressure was insignificant, the spare equipment was replaced immediately. There was no personal injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,g2,g3,g6,h2,h10,h11. Corrected data: e1(name),e2,e3.

Manufacturer narrative:
A getinge field service engineer (fse) had evaluated the unit and found that the negative pressure of the motor was insufficient, and the 5000-hour maintenance kit needed to be replaced. After the replacement of the 5000-hour maintenance kit, and test according to the test items specified by the factory. All test parameters are within the qualified range, and the equipment can be used and delivered to the customer. There was no involvement of the patient.